Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was an issue with hv integrity on the lead. System was explanted.